Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a trained physician attempted arteriotomy closure with a perclose device, after a diagnostic procedure. The foot was broken in two pieces, after the physician shot the plunger. While removing the device, resistance was felt. The physician thought the foot wasn't retracted into the distal guide, so he moved the lever up and down several times and the common femoral artery was ruptured. The pt had vascular surgery and the broken piece was found and removed. Closure was achieved with surgery. No add'l info available.